Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp bld180m 15d ss tubing leaked blood. The following information was provided by the initial reporter: material #: 2477-0007. Batch/lot #: unknown. It was reported that the tubing leaked blood. Verbatim: when nurse entered the room to stop the blood the nurse noticed the top of the chamber of the blood tubing had blood that leaked out from the tubing. At that time the nurse stopped the blood, which happened to be complete, and discarded the tubing appropriately.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing leaking blood could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h.10.

Event description:
It was reported that as lvp bld180m 15d ss tubing leaked blood. The following information was provided by the initial reporter: material #: 2477-0007, batch/lot #: unknown. It was reported that the tubing leaked blood. Verbatim: when nurse entered the room to stop the blood the nurse noticed the top of the chamber of the blood tubing had blood that leaked out from the tubing. At that time the nurse stopped the blood, which happened to be complete, and discarded the tubing appropriately.